Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced a syncopal episode at home, while recovering from a pulse generator change out. She presented to the hospital, where it was discovered that the ventricular lead was not capturing. While thresholds were varying from 1 to 2.5 v, oversensing was observed from a telemetry monitor when the patient coughed. As the patient was pacemaker dependent, ventricular sensitivity was set to 7 mv to prevent future oversensing.